Event description:
Further review of the reported event found that the first stent which was inadvertently implanted in the scleral spur was removed intraoperatively with forceps. There was no report of patient injury.

Manufacturer narrative:
The additional information was reassessed for reportability criteria; and concluded that the reported event no longer meets the statutory definition of a medical device reportable event. Based on this assessment, glaukos no longer considers this report as a reportable event. MFR# reference: (B)(4).

Event description:
It was reported that during a trabecular microbypass stent system procedure, the surgeon inadvertently implanted the first stent into the scleral spur. Subsequently, the surgeon managed to implant the second stent successfully, and then used a backup device to complete the procedure with three (3) stents implanted optimally. Per report, there was no patient injury and surgical technique/experience with the device contributed to the reported event. Any omitted information was not available at the time of this report. Additional information is being requested.

Manufacturer narrative:
The device remains implanted in the patient; therefore, product testing on the actual device could not be performed. The device history record review is underway, and will be submitted with our follow-up report. A review of the device labeling was completed. Malpositioned stent is identified in the labeling as a known inherent risk of trabecular micro-bypass stent procedure. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. Malpositioned stent is an established risk associated with use of the device, which is clearly specified in the product''s labeling. Based on the information received, the root cause of the reported event was likely due to surgical technique/experience with the device. The IFU (g2w) notes that the safety and effectiveness of the trabecular micro bypass stent has not been established for implantation of more than two (2) stents in one (1) eye. MFR reference# (B)(4).